Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 59 year old female patient was on impella cp support and during support, there was a shockwave to the left anterior descending artery and the console alarmed placement signal not reliable. It was assumed that the shockwave damaged the optical sensor. The impella was escalated to an impella 5.5. The patient survived the procedure.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was not returned for evaluation. The clinical details mention that the placement signal went out after shockwave was utilized. According to the data logs, the parameters resemble that of shockwave. No product was returned. The minimum distance between shockwave and the sensor is unknown. Shockwave should not be used less than 20mm within impella distance. The root cause of the optical signal issue is most likely due to a damaged sensor face from shockwave. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26881 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number were inadvertently omitted on the initial manufacturer device report number 1220648-2025-26881.